Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Infection. Joint aspiration purulent. I and d of right shoulder and replacement of humeral head. Antibiotic therapy.